Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a broken and detached suture capture. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The impact to the patient beyond that which has already been reported cannot be determined. Should any relevant clinical information become available this complaint will be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a medial meniscal repair the firstpass mini suture passer was being used to pass ultratape through the meniscus tissue. On exit from the knee at this point we noticed the self capture metal section from the middle of the top jaw was no longer in the device and we determined it must have fallen out in the knee joint. The metal section was found and removed from the joint with a grasper. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.